Event description:
At a procedure on (B)(6) 2012, noise was noted on atrial egm. The lead conductor pin was advanced past connector block. No additional information is available at this time. Ra lead remains in service. Lead was implanted on (B)(6) 2012. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).